Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm. The date of the event is an approximation. On or around (B)(6) 2025, the patient developed symptoms of infection, including redness and swelling at the needle puncture site. The patient presented to the emergency department (ed) and underwent an x-ray, which confirmed that no sensor wire was retained under the skin. No diagnostic laboratory testing was reported to confirm infection. The patient was discharged home with a prescription for a course of antibiotic medication (name and route not specified) to treat the reported symptoms. No additional details regarding the patient¿s condition were provided. Multiple follow-up attempts to clarify whether the antibiotic was topical or oral were unsuccessful, as the patient did not respond. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.